Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a novasure procedure in (B)(6) 2023. Patient had previous history of stroke in 2007, cesarean section in 2012 and 2020 and double scoliosis. The novasure procedure was reported as completed with no significant changes and lasted 120 seconds. Patient was later examined on an unknown date for hematuria assessment with a urothelial contrast tomography and cystoscopy followed by urodynamic testing revealing a neurogenic bladder. Patient is currently takin progestan. Physician reported that the patient is experiencing hippo contractibility of the bladder which requires self-catheterization. Patient reported that the symptoms started 3 months after the novasure procedure. Due to the time passed between the onset of symptoms and the patient´s history of stroke, scoliosis and c-section a root cause cannot be established for the symptoms described and the device use due to the patient medical history. A relationship between the event and the device use has not been established.